Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) male's anatomical form was suitable for endovascular aneurysm repair to treat an abdominal aortic aneurysm (aaa). The procedure was reported to be performed according to label copy. After withdrawal of the sheath, a large amount of blood leakage occurred from the hemostatic valve with the captor valve closed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Measures have been conducted to address this failure mode.

Event description:
A (B)(6)-year-old male patient underwent aaa repair. Patient's anatomical form was suitable for endovascular repair, and procedure was performed as labeled. After withdrawal of the sheath, a large amount of blood leaked from the hemostatic valve even though the captor valve was closed.